Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 years post-op, the patient suffered a yoke fracture and was subsequently revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 150427 - oss tib blk aug 10x71/75 univ - 472460. 150444 - oss cmntd prox tib stem 9 x150 - 402700. 150422 - oss mod tib baseplate 71mm - 852790. 150366 - oss cemented im stem 12x150 - 402620. 161012 - oss rs 7 cm mod seg fmrl-lt - 827790. 150461 - oss 3cm ellip diaphyseal seg - 368600. 161034 - oss rs poly fem bushings set/2 - 800260. 150478 - oss poly lock pin - 148130. 161035 - oss rs axle - 625660. 150476 - oss poly tibial bushing - 454800. 150412 - oss tibial poly bearing 16mm - 793750. 66044274 - palacospro 75g - a124. 66044274 - palacospro 75g - a125. G2 : foreign country : spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.